Event description:
I have noticed multiple times, on multiple different pumps that the IV pump will continue to infuse after volume to be infused is complete. For example, if infusing 500 ml of normal saline (ns) was set, at a rate of 999 ml for 30 min. When the 500 ml is complete the pump will beep and state volume to be infused is complete, but the fluids continue to infuse at the rate that is currently in.